Event description:
The customer received a blood glucose reading of 255 mg/dl from her contour and a reading of 129 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips were sent to the customer.